Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was observed within an unspecified quantity of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as ¿floaters¿ with in the prepared bags and were discovered during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.